Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller stated that the patient is currently in the hospital and needed a catheter implanted. Caller stated that she isn't sure if the device is working or not because the patient has had several falls lately. Caller stated that she isn't even sure if there is a problem with the device or not. Caller requested someone to go to the hospital to check the device. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.